Event description:
The pt was admitted to the ER when his tachycardia was externally cardioverted on 07/27/1998. On interrogation of the device, the pt had 99 episodes of ventricular tachycardia, 195 charges, and 126 delivered. Since the pt was very ill, replacement was delayed until 08/13/1998. Prior to removing the ICD, a capacitor maintenance was performed. A charge time greater than 30 seconds was received. After replacing the device and evaluating the leads, it was discovered that the sq patch had a separation in the lead body causing an insulation failure. The lead was cut and capped.